Manufacturer narrative:
Device evaluated by manufacturer: a guidezilla ii 6f guide extension catheter was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar detachment and shaft damage. For a length of 23.7cm, the shaft markerband and tip were flattened located from the collar to tip of the device.

Event description:
Reportable based on device investigations completed on 21dec2021. It was reported that the device was unable to cross. The stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device failed to cross the lesion due to calcification. The device was pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed partial collar detachment.